Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the broken and loose optical switch was the root cause. The optical switch and optical bracket were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed 41622 1003 when trying to prime or run the pump. The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.